Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the image issue was not confirmed. A functional test was performed and was unable to observe the issue of the camera head going black during the case. The device was tested in conjunction with a test video processor and monitor. The camera head was connected to the test processor and was engaged with a click indicating camera head was properly connected. Upon powering up the test video processor; the camera head monitor was displaying an image. The camera head was tested on several different test units resulting with the same outcome of the camera head showing an image. The device was then burned-in for 10 hours and was still providing an image. Additionally, the cable was manipulated in different angles however the camera head was still able to provide an image. The cause was not established. No further information was reported.

Event description:
The customer reported to olympus that during a therapeutic left knee arthroscopy procedure the image disappeared, ceased to emerge and the visual field was suddenly lost. The intended procedure was completed with a similar device. The camera cable did not appear to be damaged, kinked, twisted or coiled. The device was compatible with the ancillary equipment being used. There was no patient injury reported.

Manufacturer narrative:
Event description: customer found image does not appear. The root cause couldn't be identified. The following information was obtained. The image was blacked out. There were no scratches such as twisting and breaking on the cable. Equipment structures were checked using asset. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The phenomenon possibly occurred due to the electric current was not carried out well. Even if the cable was not twisted, it may be disconnected due to handling. There is a possibility that it happened with the handling that deviated from the instruction manual's connecting and/or precautions against frozen or lost endoscopic images. Per the instructions for use: the following precautions against frozen or lost endoscopic images. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Turn the video system center off. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.